Event description:
It was reported that on an unknown date the product was not working properly. The issue was observed during preventative maintenance. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. No further information was provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 investigation summary service and repair evaluation: the repair technician reported that forward was intermittent, reverse did not run, discolored wire and vent, rust in nose cone and motor and debris on barriers. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on 11-nov-2024 and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Device history lot part # 05.000.008 synthes lot # 008195 supplier lot # 008195 release to warehouse date: 04 jun 2022 manufacturing site: traingle manufacturing no ncrs were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was not returned to medtech orthopedics; however photos were provided for review. Photos were provided for review; however, the photos only show part and lot number and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part # 05.000.008 synthes lot # 008195 supplier lot# 008195 release to warehouse date: 04 june 2022 supplier: triangle manufacturing no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.